Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent surgery on (B)(6) 2016. In his follow up 3rd x-ray, it was found that one of the plates was broken. He is not sure where and how it was broken. Revision surgery required to remove the broken implant. Plate was broken from vacant screw hole. Concomitant parts reported: screws quantity unknown, part unknown, lot unknown. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device is not expected to return to manufacturer for investigation/evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.